Manufacturer narrative:
Insulin pump was received with intermittent button response due to keypad connector on lcd board unlocked. Insulin pump had normal operating currents and no unexpected off no power, low battery, battery error or failed battery test alarms noted. Insulin pump had a cracked case at display window corner, minor scratches on lcs window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that customer received a failed battery test and experienced keypad anomaly; back arrow key was not responding. Customer's blood glucose was unknown. After troubleshooting for failed battery test and keypad anomaly, customer reports that issue was resolved with battery change. Customer's mother was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.